Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a no issues were observed. A functional evaluation revealed the device would not charge a test battery. The led on the power supply would never change to charging mode. The battery charging stand was opened and no obvious issues were observed. The power supply housing was opened and the inline fuse was checked as good. No obvious damaged electrical components were observed on the printed circuit board. A multi meter was used to check the continuity of the wiring from the battery charging stand and the power supply and one of the wires tested as open. It was noticed that there was a damaged portion of the wire, approximately 6 inches from the charging stand that was showing bare copper wiring. The complaint was confirmed and the root cause has been associated with an open and damaged wire not allowing the proper voltage to reach the battery charging stand.

Event description:
It was reported that the battery is not charging. Light goes from red upon switching on to orange/amber within a few seconds. Light stays orange/amber after loading battery. There was a batter back up, but a back up charger was not available. No further information is available.